Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received of result of 124 mg/dl. The patient thought this result to be high, as she felt bad and had hypoglycemia symptoms (nausea, cold sweat, pale face). No other measurement performed. She relied on her feeling and she got fruit puree from her partner, so she could manage her hypoglycemia.